Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the customer reported failure. Upon visual inspection, the axis 1 cables were found loose and coming off the track. The axis 1 cables were replaced as a fix. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a total benign hysterectomy da vinci assisted procedure, the customer experienced repeated system errors on axis 1 of the left master tool manipulator (mtm). The customer attempted to power cycle the surgeon side console (ssc) but the issue persisted. At that time, the surgeon was sewing the cuff and decided to convert and finish the procedure using traditional laparoscopic techniques. There were no allegations of any patient injuries. An isi field service engineer (fse) was dispatched to the facility but was not able to reproduce the reported failure. However, the fse verified the errors had occurred via the system logs. To resolve the issue, the fse replaced the mtm. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console (ssc).